Manufacturer narrative:
Additional lot numbers: 140833; exp date: 01/01/2017: 140669; exp date: 12/01/2016. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during delivery, the metal spiral (coil) of the (B)(4) fetal spiral electrode (fse) broke off in the infants scalp. The piece of the spiral has to be surgically removed.